Manufacturer narrative:
Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the use of bioprosthetic transcatheter heart valves. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of disease is usually graded by the degree of problems with exercise. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problem, anemia, and thyroid disease. In this case, the cause of the heart failure is unknown due to limited information received; however, may be due to patient factors not provided. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), the patient developed heart failure (hf) approximately 8 months post the transfemoral tavr procedure for a 26mm sapien 3 valve. The patient was hospitalized at another facility and stayed for about a month. The outcome was determined as in remission. Per the medical opinion, causality of the event with the device could not be determined, but the causality of the event with the procedure was denied.